Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. This is pending repair. Serial number was not provided by the customer.

Event description:
The customer reported that the ventilator has a battery failure. The customer reported there was no patient involvement.

Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.